Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) of 50 mg/dl; bg cause was not known. Customer drank juice to resolve low bg. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a review of the log indicates that the lowest bg reading on (B)(6) 2020 was 106 mg/dl at 7:17:45 am. Therefore, the complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure.